Manufacturer narrative:
(B)(4). Date sent: 11/9/2021. Upon review of the information provided, it was concluded that this event was coded incorrectly as a death. This event is a serious injury. Additional information obtained: the devices associated with the event would be tlc75 and tx60b. This facility does not record device lot numbers therefore those are not available. This is event was coded incorrectly as it was not a death. The pinhole leak was repaired and the patient fully recovered. Details of how the pinhole was repaired was unknown. No other details of the event could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Only event year known: 2019. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Where relative to the staple line was the pinhole noted? Can you please provide the product code or lot number for the unknown ntlcxx device? Can you please provide the product code or lot number for the unknown proximate*rl linear stapler? What is the current status of the patient? Please answer the following questions for the ntlcxx: what color setting was selected on the device and what was the sequence of the firings? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Additional information received: the product code is not ntlcxx. The correct product code should state tlcxx. I have requested the surgeon to provide additional details to identify which linear stapler was involved.

Event description:
It was reported that one week post op to a small bowel to small bowel anastomosis it was discovered that a one to two mm pinhole lead was present at the anastomosis. It was repaired and the patient is fine.